Event description:
Reporter indicated that pt's lead was replaced 5 months after initial vns therapy system implant. Treating neurologist indicated that the pt had manipulated the device through the skin to the point that the lead was twisted and finally broke. The pt denies doing this volitionally and extra efforts have reportedly been taken to modify the reimplant in hopes that the event will not recur.